Manufacturer narrative:
The electrode lot number was asd42. The expiration date was not provided. The customer performed a decontamination process which appeared to resolve the issue. The investigation is ongoing.

Event description:
There was an allegation of questionable results from the cobas pure c 303 analytical unit. The samples were repeated on another analyzer. Sample 1 initial sodium result was 152.9 mmol/l. The repeat result was 141.2 mmol/l. Sample 2 initial sodium result was 142.5 mmol/l. The repeat result was 134.0 mmol/l.

Manufacturer narrative:
The investigation determined the issue was due to pre-analytical handling issues at the customer site. Correct pre-analytic sample handling is within the customer's responsibility. There is no evidence to suggest a malfunction of the device.